Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an invalid radio frequency (rf) overused condition. Analysis was requested and resulted that rf overuse can impact the device longevity if unresolved since this device showed an rf history results was logged. Thus, the power consumption for the past year has been fluctuating greatly. This ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an invalid radio frequency (rf) overused condition. Analysis was requested and resulted that rf overuse can impact the device longevity if unresolved since this device showed an rf history results was logged. Thus, the power consumption for the past year has been fluctuating greatly. As of this time, this device remains in service. No adverse patient effects were reported.